Event description:
Device diagnostic testing at office visit in 2003 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction or connection problem. The pt is reportedly not yet receiving benefit from the vns therapy. Neurosurgeon indicated that during implant surgery, o.r. Nurse stated that device diagnostic test results were within normal limits; however, device programming history from day of surgery revealed that high lead impedance reading (dc-dc code 7 and limit) was obtained during intraoperative lead test. X-rays did not reveal any discontinuities in the ncp system. Revision surgery is scheduled for 2003.